Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced skin irritation and inflammation at the abutment site, however the issue could not be resolved. Subsequently the patient was treated with a topical antibiotic and topical steroid (date and duration not reported).